Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate therapy was delivered due to lead noise. The noise could not be reproduced with isometrics, pocket manipulation and light tapping on can. Unstable hv lead impedance measurements were noted. The lead was replaced.